Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73g1500547 was manufactured on 07/27/2015 a total of (B)(4) pieces. Lot was released on (B)(6) 2015. DHR investigation did not show issues related to complaint. One (1) stapler of catalog number 528235 visistat 35w 6/box was received used, opened without original packaging; stapler within a bag, lot # was not confirmed with sample, stapler was received with remaining staples. During visual inspection the component looked well assembled, no stuck staple in tip of the cartridge. Failure mode stuck in stapler was not confirmed with sample received during visual inspection. Functional inspection: stapler was activated and a staple was loaded, closed & released, then stapler was activated slowly and (B)(4) staples were loaded, formed & released properly. Finally, stapler was activated in a fast motion and (B)(4) staples were loaded, formed & released properly. Samples received did not confirm the defect reported by the customer stuck in stapler during visual other remarks: inspection. A functional inspection was performed (stapler was fired both forms; slow and fast to try to duplicate the reported defect) with remaining staples, no issues were found during testing: the device worked properly. Therefore, a corrective action is not required at this time.

Event description:
Alleged event: the staples get stuck during use and the staples overlap with one another inside the stapler. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4) the device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staples get stuck during use and the staples overlap with one another inside the stapler. The patient's condition was reported as fine.